Event description:
Nurse went to hang a bag of IV fluid and the tubing set wouldn't prime. Another tubing set was opened and used without any problems. This is the second of two events at this facility. Manufacturer response for anesthesia IV set, b. Braun (per site reporter): we informed b.braun of another event just like this one. In that event they requested the item to be returned. We will call b.braun and report this event as well.